Event description:
It was reported via literature that pneumonia, pulmonary embolism, and renal failure occurred. Ablative therapies are increasingly adopted in current guidelines (e.g., european society of medical oncology, esmo) in treating primary and secondary liver malignancies (1-3). Nevertheless, surgical resection remains the gold standard in most curative therapy settings. However, there are indications for ablative treatments such as thermal ablation, high-conformal radiation, and loco-regional therapies. Ablative treatment options can be discussed in a multidisciplinary setting, especially in patients with contraindications against surgical resection or patients in an oligometastatic tumor stage (2, 4). For the assessment of peri- and post-therapeutic risks, evaluation of mortality and morbidity rates is critical. There are multiple studies on the post-therapeutic risks of surgical resections of the liver (5-7). In 2019, a large retrospective cohort study on mortality and complications after abdominal surgery analyzed nationwide data in ger- many between 2009 and 2015. For liver procedures specifically, the in-house mortality was given at 7.7%, and the overall rate of complications was 24.3% (8). However, similar extensive studies on mortality and morbidity after ablative treatment of the liver are missing. A comparative survey of thermal ablation versus stereo- tactic ablative body radiotherapy for colorectal liver metastases from 2021, including 199 patients, reported zero mortality and low morbidity in both groups. Percutaneous local ablation techniques. We performed percutaneous rfa using an rf-generator (rf3000, boston scientific, USA) with a maximum power of 200 w. An impedance-based expandable needle electrode (leveen, boston scientific, natick, ma) was placed within the liver lesion. The ablation followed a step- wise protocol with increasing energy levels and a second cycle with 70% of the former maximal power output. Severe complications. We analyzed severe complications that arose directly from the intervention or during hospitalization (table 2). In general, severe complications were rare (1.4%). Pulmonary embolism (0.4%) and acute renal failure (0.4%) were the most common complications among all treatments, followed by gastrointestinal bleeding (0.3%) and pneumonia (0.2%).

Manufacturer narrative:
Detailed product information was not provided to bsc as the event was reported through literature. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. March, christine, et al. "Mortality and postinterventional complications after ablative treatment of liver malignancies: a cohort study of 4374 patients." Brachytherapy 23.6 (2024): 743-750.